Manufacturer narrative:
Device alarmed compromised force sensor system during the prime/compromised force sensor system test at 4.0 pounds due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system and the excessive no delivery test due to compromised force sensor system alarm. Device was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm during refill. Device kept going back and forth from rewind and prime. Customer's blood glucose was 317 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.